Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. The valve was visually inspected, some needle holes were noted in the needle chamber, no defects noted. The valve was leak tested and leaks were noted from the needle holes, no other leaks were noted. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Sales rep. Informed that: "I have an explanted chpv that is 10 years old. The customer wanted us to check it out to see if we can determine the reason for it not working effectively".

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.